Manufacturer narrative:
Continued e1 fax number: alternative fax: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, 1 opening assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. And exchange from textured to smooth, due to concern with the product. Device has been explanted.